Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The nurse stated that she was not sure if the peritonitis was due to a sigmoidoscopy that was performed on the patient on (B)(6) 2011. The nurse also stated that she was unsure of the cause of the peritonitis since the culture came back with no growth after five days. Treatment for the event was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient had recovered from the event. Dianeal pd4 ambuflex therapy was ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10j18075 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.